Event description:
Neostat was called and neonatal nurse practitioner (nnp) needed to view endotracheal tube (ett) with laryngoscope to confirm placement. The 00 blade was inserted into the mouth, but the light was extremely dim and was unable to be used so had to upsize to an inappropriate blade size of size 0 until new box could be grabbed. Upon inspection of the 00 blade the light bulb hardly lit up at all a second time when reopened. Date of manufacture: mar 2020, use by date: mar 2025, batch code: 200505j0325, bar code: ()b()4, item: 301-led-100m.